Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case number mw5044788) in united states on 20-oct-2015 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer reported she had really bad pain; could not sit on her butt. The pain was unbearable. She was also bleeding to death; could not stop bleeding. She was unable to have sex with it. She had to have essure removed. Follow up information received on 02-nov-2015: no new information. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain and bleeding. The device was removed. These events, regarded as pelvic pain and genital bleeding, are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering events nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition, the non-serious event unable to have sex with it was reported. This case was regarded as incident, since device removal was required (intervention implied) a product technical analysis is being sought. No follow-up is possible, since no contact information was provided.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 02-nov-2015: no new information. Result and assessment of the product technical complaint investigation received on 10-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfirmed quality defect based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain and bleeding. The device was removed. These events, regarded as pelvic pain and genital bleeding, are listed according to essure's reference safety information. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering events nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition, the non-serious event unable to have sex with it was reported. This case was regarded as incident, since device removal was required (intervention implied) product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No follow-up is possible, since no contact information was provided.